Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? What date did the fluid collection occur on? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Can you identify the product code and lot number of the product that was used? What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. A collection of fluid was identified post-operatively, ir was able to drain. The surgeon states that it is the absorbable hemostat, with it not being fully absorbed for 2-4 weeks. Additional information was requested.